Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, decreased impedance measurements in the low 200 ohms range, and noise which was not oversensed. Boston scientific technical services (ts) discussed several troubleshooting options. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that a lead revision was attempted. The helix of the lead was retracted and attempted to be repositioned; however, this was not possible due to tissue growth around the lead tip. The physician chose to not do a lead extraction at that time. The patients device was reprogrammed. It was noted that the patient was not rv pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, decreased impedance measurements in the low 200 ohms range, and noise which was not oversensed. Boston scientific technical services (ts) discussed several troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information received reported that a lead revision was attempted. The helix of the lead was retracted and attempted to be repositioned; however, this was not possible due to tissue growth around the lead tip. The physician chose to not do a lead extraction at that time. The patients device was reprogrammed. It was noted that the patient was not rv pacemaker dependent. No additional adverse patient effects were reported. Additional information was received which reported that the lead was later explanted due to pacing not delivered when required and loss of capture. It was noted that impedance and sensing measurements were normal. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.